Event description:
An alarm issue was reported with the adc application in use with an unknown android phone with 13 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. It was indicated that the customer was able to self-treat with orange juice provided by a non-healthcare professional. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported signal loss when attempting to scan their sensor on the libre 2 application. Successfully scanned and received glucose readings and alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an unknown android phone with 13 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. It was indicated that the customer was able to self-treat with orange juice provided by a non-healthcare professional. There was no report of death, serious injury or mistreatment associated with this event.